Event description:
The facility's director of materials informed the MFR's (MFR.) Representative of the following: the catheter was leaking - unable to use for injection. As a result, the device was removed and replaced with a new access disc. Lot number of the device is unknown. No further details were provided.